Event description:
The patient reported experiencing a insulin flow block due to bent cannula event on (B)(6) 2026 on abdomen, which disrupted insulin delivery and resulted in hyperglycemia, the elevated blood glucose was successfully managed by the patient through self-administration of insulin via manual injections, resolving the issue with no further complications.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.